Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device got wet, the rf chip fell out. There was no patient involvement.